Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that of the operator advanced the catheter to the m2 segment of the middle cerebral artery and slowly deployed the stent, gradually pulling it back from the middle cerebral artery to the internal carotid artery. When preparing to anchor and deploy the stent in the internal carotid artery, it was found that the push rod could move, but the stent remained stationary. Several attempts were made, but the situation remained unchanged, and the stent could neither be deployed nor recaptured. The operator then withdrew the stent and catheter from the patient, and it was observed that the stent had detached from the push rod. The stent and catheter were returned for complaint investigation. The procedure was subsequently completed after replacing the catheter with the same model and lot number and using a new stent (model: ped2-450-14, lot: d041715). The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. The patient was undergoing flow diverter stent treatment for a saccular, unruptured, left ophthalmic intracranial artery aneurysm with a max diameter of 4.6 mm and a 3.1 mm neck diameter. The landing zone was 3.8 mm distally and 4.5 mm proximally. The access vessel was the right femoral artery with a diameter of 7.8 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was normal.